Event description:
Primary stability not achieved, implant was completely covered with bone, complication in site preparation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation.